Manufacturer narrative:
(B)(4). Additional information: batch #m9150h. Corrected manufacturing and expiration dates the device was returned in good physical condition. The device was connected to a test handpiece and tested on a gen11. The device did activate when each of the max and min hand activation buttons were depressed, but no continuous activation occurred at any time during functional testing. The device was disassembled to inspect the internal components and no anomalies were found that could have caused a continuous activation. It could not be determined what may have caused the reported incident of: ¿ the device was activating when the min/max buttons were not being pressed¿. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(6). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the device was activating when the min/max buttons were not being pressed. Case completed with another device of the same product code. There were no patient consequences reported.